Event description:
Same case as MDR ID# 2134265-2011-01580. It was reported that during a treatment procedure, a balloon rupture occurred. During an unspecified procedure a, 20mm x 2.0mm maverick2 balloon catheter was inflated to 12 atms and a balloon rupture occurred. The balloon catheter was removed. Another 20mm x 2.0mm maverick2 balloon catheter was selected for use. During inflation a balloon rupture occurred at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a large build up of solidified blood and contrast media present inside the balloon and inflation lumen. This build up of blood inside the device is consistent with a leak having occurred somewhere along the length of the device. A detailed examination of the balloon could not identify any tears or holes in the balloon material. The device was attached to an encore inflation unit however, despite several attempts it was not possible to inflate the balloon. The device as immersed in hot water in an attempt to dissolve the solidified blood however, all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-01580. It was reported that during a treatment procedure, a balloon rupture occurred. During an unspecified procedure a, 20mm x 2.0mm maverick2 balloon catheter was inflated to 12 atms and a balloon rupture occurred. The balloon catheter was removed. Another 20mm x 2.0mm maverick2 balloon catheter was selected for use. During inflation a balloon rupture occurred at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.